Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer not deducted on bus. A field service engineer verified that the customer independently addressed the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device not detected on bus. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.